Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the original cartridge with the same syringe. There was no impact to the customer¿s blood glucose level.